Event description:
A tandem mobi cartridge alarm was reported by the caller, but there was no adverse impact to the customer's blood glucose level. The issue was identified as a cartridge alarm 30, which had previously been reported with the same pump serial number. Tandem technical support confirmed that the customer's pump was still under warranty and arranged to send a replacement pump. The customer was advised to continue insulin delivery using multiple daily injections (mdi) as a backup therapy. Additionally, instructions were provided for putting the original pump into storage mode before returning it, connecting their continuous glucose monitor (cgm) to the new pump, and programming their settings into the replacement device. The customer understood and acknowledged the instructions, and cts sent the replacement pump.